Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.